Event description:
A surgeon reported that a system message (sm) displayed during a combined vitrectomy procedure. The surgeon had already injected decaline into the eye. The system was rebooted and the handpiece was exchanged but the sm remained. The procedure was aborted without removing the decaline. There was no harm to the pt reported. The pt has been rescheduled to complete the procedure.

Manufacturer narrative:
The company rep examined the system and was able to duplicate the system message reported. The company rep reseated a communication cable but the system message persisted. The company rep replaced the signal cable and this appeared to resolve the system message. The system was then tested and met all product specs. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).